Event description:
Reporter stated that patient obtained a blood glucose result of "hi" (> 600 mg/dl) while using the suspect device. At the time the result was obtained, patient was reportedly exhibiting symptoms of hypoglycemia (dizzy and shaky). Reporter stated that patient drank 52 ounces of water and retested blood glucose, 15 minutes later, with a result of "hi." Based on this value, patient was taken to the emergency room, where approx 1 hour after initial test of "hi," patient's blood glucose measured 74 mg/dl on a hospital device. Patient was reportedly given juice and crackers, after which her blood glucose measured 124 mg/dl on the hospital's device. No additional treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.